Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer had initially reported the adc freestyle libre 2 sensor did not apply. On (B)(6)2022, customer reported that due to a delivery issue involving the replacement product, he was unable to test and therefore experienced a medical event. Customer experienced discomfort and a loss of consciousness and was able to regain consciousness by himself. There was no report of death or permanent injury associated with this event.